Event description:
It was reported that the patient lost therapy due to high impedance. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reported therapy was restored post op.

Manufacturer narrative:
Date of event is estimated. Information indicates the facility has no records for the device information.

Manufacturer narrative:
Complaint was confirmed for the high impedance and loss of therapy was confirmed. As received, visual inspection found all the internal wires broken. The all-broken wires caused high impedance on lead, which will cause the loss of therapy.